Event description:
It was reported that an asymptomatic patient presented in clinic for follow up and externalized conductors were observed via fluoroscopy. All electrical measurements were normal. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.